Manufacturer narrative:
(B)(4). The device has been returned and an evaluation is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as fluid was transferred above specification limits. Further inspection of the door assembly revealed deteriorated piston foam. The cause of the rite failure was due to the deteriorated piston foam. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.